Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 ( lot, catalog, expiration date), h4. Corrected: d1, d2a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that the patient underwent revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. The patient complained of pain and a feeling of insecurity and had to undergo revision surgery with subsequent rehabilitation. Intraoperatively, there was dislocation of the inlay and fracture of the inlay. Surgeon performed inlay replacement, head replacement, merete neck lengthening. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> hcp is reporting to nca/bfarm: "revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. Intraoperatively: dislocation of the inlay and fracture of the inlay = surgery: inlay replacement, head replacement, merete neck lengthening" the product was returned to depuy synthes for evaluation. Visual analysis of the returned hip ball biolox 32 +9 12/14 indicated evidence of material transfer on the device, most likely caused by the head being in contact with the acetabular cup. It is reasonable to conclude that a disassociation event occurred between the acetabular liner and the cup. The observed condition of the femoral head does not represent a device nonconformance. A manufacturing record evaluation was performed for the finished device [9111133 / 4280110] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the hip ball biolox 32 +9 12/14 would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 04-sep-2023. 3) any anomalies or deviations identified in DHR: 1 non conformance not related to the failure mode of the current complaint. 4) expiry date: 31-aug-2028. 5) IFU reference: IFU-0902-00-701. Device history review ==> a manufacturing record evaluation was performed for the finished device [9111133 / 4280110] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. Intraoperatively: dislocation of the inlay and fracture of the inlay = surgery: inlay replacement, head replacement, merete neck lengthening". Photos and x-rays were provided for review. See attachment (B)(4). The x-ray investigation revealed that the hip ball biolox 32 +9 12/14 appears to be not centrally loaded. Additionally, the photo analysis indicated slight evidence of material transfer on the device, most likely caused by the head being in contact with the acetabular cup. It is reasonable to conclude that a disassociation event occurred between the acetabular liner and the cup. The observed condition of the femoral head does not represent a device nonconformance. A manufacturing record evaluation was performed for the finished device [(B)(6) /(B)(6)] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. The overall complaint was not confirmed as the observed condition of the hip ball biolox 32 +9 12/14 would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 04-sep-2023. 3) any anomalies or deviations identified in DHR: 1 non-conformance not related to the failure mode of the current complaint. 4) expiry date: 31-aug-2028. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [(B)(6) / (B)(6)] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. Corrected: primary UDI number.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.   H11 additional narrative: added: d9   if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.